Event description:
It was reported that the patient had experienced an out of regulation (oor) twice. It was noted that the patient had two primary cell devices. Additional information received reported that impedances had not changed much when they were checked in various neck and strained positions. X-rays were ordered for the head, neck and chest and had not found any obvious breaks. The patient was receiving therapy and the healthcare professional had increased the voltage without anything abnormal occurring with the device. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3007566237-2014-01231.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# unknown, product type implantable neurostimulator; product ID 37602, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).